Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available cleared under 510k # k050316. Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient returned after some months to primary surgeon complaining of pain. CT scan showed space between implant and glenoid bone. Decision made to revise glenoid component. Primary implants removed and exchanged for new prosthesis from different product line. Revision surgery completed. Primary surgery date: (B)(6) 2023. Revision surgery date: (B)(6) 2024.

Event description:
Patient returned after some months to primary surgeon complaining of pain. CT scan showed space between implant and glenoid bone. Decision made to revise glenoid component. Primary implants removed and exchanged for new prosthesis from different product line. Revision surgery completed. Primary surgery date: (B)(6) 2023. Revision surgery date: (B)(6) 2024.

Manufacturer narrative:
Correction - please refer h6 clinical code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.